Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.

Event description:
It was reported while maneuvering the catheter and sheath in the left atrium, the patient's pressure dropped and a perforation was noted. The patient was taken to surgery. A non st jude medical irrigated bi-directional catheter and the agilis introducer were used to make point by point geometry of the left atrium. Thirty minutes after transseptal puncture, the patient had mild left atrial enlargement. A perforation of the left atrium occurred and the patient went for emergent surgery. The physician stated he could see the irregularity of the sheath on fluoroscopy, sheath control was poor and he was getting ready to replace it with another agilis introducer.